Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions both while charging and not while charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.